Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during a device check it was noted that the lead impedance value was out of range. The lead was within normal range when tested on an analyzer, so a header issue was suspected. The device was removed. No patient complications have been reported as a result of this event.